Manufacturer narrative:
(B)(4). Approximate manufacture date is 1995. The homechoice (hc) device was returned to baxter healthcare for evaluation. During a review of the event history log, the reported problem of constant beeping was not verified. However, a system error 0002 alarm was identified. During the sample evaluation, a visual inspection, a return instrument test/evaluation (rite) functional test, and a short simulated therapy were performed without noting any issues. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced constant beeping during use. It is unknown if the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.